Event description:
It was reported to medtronic minimed that the pump had a crack on the back near the belt clip, lagged in response, had a slower plunger rewind, rejected batteries, experienced battery life of less than seven days, and displayed unexpected no delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884l, mmt-242a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self-test, active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No rewind anomaly or insulin flow blocked noted during testing. No failed battery test alerts noted during testing. Successfully downloaded history files and traces using thump. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of (B)(6) 2025 or two days prior. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert - fault 104 on the event date or seven days prior in the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, cracked case-corner of belt clip rails, scratched case, cracked belt clip rails and battery tube threads - cracked. Customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert - fault 104 on the event date or seven days prior in the pump history records. Charge/battery lasts less than expected, failed battery test alerts, rewind anomaly and no delivery/occlusion alarm were not confirmed. Cosmetic damage was confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.